Event description:
Prior to starting a da vinci surgical procedure, there was a message noted of blade exposed/non user error. The instrument was not used. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades to be dislodged at the grips. The blade track and grips were free of biodebris. The conductor wire and other cable showed no damage. Failure analysis investigation also observed the following damages: the instrument's blades was bent at the cable and blade interface. The instrument's snake wrist was dislodged at the mid-point. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the dislodged snakewrist found during failure analysis if to recur could cause or contribute to an adverse event.